Event description:
While performing service contract repair and testing of the device, physio-control observed that the device was intermittently alarming "leads off" with the therapy cables connected. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The therapy connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed good sold connections using a test therapy cable and multimeter. No therapy "leads off" discrepancies were duplicated.